Event description:
Caller alleged discrepant results using the inratio meter: results as follows: date: (B)(6) 2010, inratio: 3.4, lab: 2.7. Date: (B)(6) 2010, inratio: 4.5, lab: 3.3. A lab draw was done within minutes of testing. The inratio test on (B)(6) was run using venous blood from the syringe for the lab draw. Patient is under the age of 18.

Manufacturer narrative:
Investigation pending.